Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported product was returned for an investigation. The returned meter powered on with button press and strip insertion. No new issues were observed. The complaint is not confirmed.

Event description:
Customer reported noticing a blank screen on the display of her freestyle blood glucose meter, which prevented her from testing. She further reported subsequently experiencing nausea, vertigo and noted her "sugar went up". Customer self-presented to her healthcare provider, was diagnosed with hyperglycemia and treated with an unspecified amount of novolog insulin, which was a change from her normal treatment regimen. There was no report of death or permanent injury associated with this event.